Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy according to the reporter: during a colectomy (bowel tumor at 60cm of the anal margin), the device stapled but did not cut the colo-rectal collar. The surgeon had to manually extract the device which was locked on tissue. The surgeon performed a larger resection: 10 cm of colon and 5 cm of upper rectum. There was a perforation of the bowel with an intraoperative content leak. There was unanticipated tissue damage. There was no bleeding reported in excess of 500cc, and no transfusion was required. The case was extended by one hour and the hospital stay was extended by 3 days. No reinforcement material was used. Last know patient status: good

Manufacturer narrative:
(B)(4).